Manufacturer narrative:
The device evaluation was completed on (B)(6)-2021. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath had blood return via the hemostatic valve after removing the dilator. The sheath was replaced with another vizigo sheath and the procedure was continued. The malfunction occurred prior to insertion into patient. The sheath was returned to biosense webster for evaluation. Bwi conducted a visual inspection, an irrigation evaluation and a functional test of the sideport of the sheath. Visual analysis of the returned sheath revealed that no damage or anomalies were observed on the vizigo sheath. The returned sample was connected to the cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. A device history record evaluation was performed for the finished sheath batch number, and no internal actions. No malfunction was observed during the sheath analysis. The instructions for use contain the following recommendations: - use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. - do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. The event described could not be confirmed as the as the sheath performed without any issue. Although no sheath defect was identified, there may have been other circumstances or issues that occurred during the use of the sheath that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The sheath had blood return via the hemostatic valve after removing the dilator. The sheath was replaced with another vizigo sheath and the procedure was continued. Additional information: the malfunction occurred prior to insertion into patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, the event was assessed as a MDR reportable hemostatic valve separation.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6)2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)